Event description:
The device was used during a laparoscopic cholecystectomy. It was reported during dissection of the cystic duct and artery the er320 was used. On the 3rd, 4th, 5th, and 6th firings the clips scissored and were considered unacceptable to use. The physician removed the clips and replaced them with autusuture clips. There was no consequence to the pt.